Event description:
As reported for this event by the customer, the device blue cap that connects to the alcohol bottle tubing and feeds into the device is broken. There is no harm reported to any patient.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is not available for evaluation as the customer ordered a new part and performed the repair. An olympus field service engineer did not go on site to evaluate and repair the device. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Device not available for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the broken blue cap likely occurred from excessive stress being applied to the connector by coming in contact with something hard. A definitive root cause could not be determined. The following information is stated in the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.